Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that patient was programmed by rep about 4 weeks ago and everything was fine. Patient is currently in the hospital following a procedure for lower back pain (not related to ins therapy, which is for patient's neck). Patient noted he had a procedure and since then stim has felt too high while lying in bed. It was uncomfortable and made him feel jittery. Troubleshooting was performed over the call. Patient decreased to the stimulation to 2.30 and felt much better. The issue was resolved. The event date was provided as about a week ago. No further complications were reported/anticipated.